Manufacturer narrative:
The referenced pump exchange due to a suspected driveline wire compromise was reported under medwatch MFR #s 2916596-2018-01536 and 2916596-2018-02728. The referenced external replacement of driveline was reported under medwatch MFR # 2916596-2017-01800. Approximate age of device ¿ 1 year and 2 months. Device analysis and manufacturer's conclusion: the explanted pump was returned with the driveline cut approximately 2 inches from the pump housing, and the severed portion was not returned. No tears to the outer jacket of the driveline were identified. Visual inspection of the internal leads was unremarkable. Electrical continuity testing and high potential testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Prior to disassembly of the returned pump, visual inspection of the proximal and distal sides of the pump stators showed no evidence of deposition or thrombus. Upon disassembly of the pump, examination of the proximal side of the outlet stator revealed a small, pink, loosely seated deposition. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that the deposition was present while the pump was supporting the patient. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Examination of the remainder of the pump's blood-contacting surfaces revealed no adhered depositions or thrombus formations. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The patient handbook contains a section on ¿caring for the percutaneous lead" and in addition, the instructions for use states all lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records for the pump revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, the patient underwent a pump exchange due to suspected compromised wires within the percutaneous lead (driveline). During the manufacturer's analysis of the returned explanted pump, examination of the disassembled device revealed a loosely seated deposition on proximal side of the outlet stator.